Event description:
It was reported that liner disassociated from head when the lip of the cup interposed itself between the liner and head. Both devices were reassembled with no success. Surgeon decided to use entire new implants since no backup was available. Delay no greater than 30 minutes was reported.

Manufacturer narrative:
It was reported that a polarcup liner disassociated from head when the lip of the cup interposed itself between the liner and head. Both devices were reassembled with no success. The device intended for use in treatment was not returned for investigation. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. A review of the batch record revealed no deviation from the standard manufacturing process that could explain the reported disassociation of the femoral head from the polarcup liner. A review of the complaint history revealed no other complaint for the batch in scope nor similar issues for the device in question. There is no indication that the device failed to match specification at the time of manufacturing. Based on available information the root cause for the reported issue cannot be identified and stays undetermined. The need for corrective action is not indicated. Smith + nephew will continue to monitor the devices for similar issues. The complaint will be reopened should the devices in scope be returned or additional information be received.